Event description:
It was reported that a patient underwent a laparoscopic sigmoidectomy procedure on (B)(6) 2022 and barbed suture was used. At the end of the surgery for wound closure, when opening the package, it was found that the fixation tab had come off the suture already. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one open sample that pertain to the product code sxpp1a301 was received. During the visual assessment of the needle suture, it was noted that the swage and attachment area was as expected. Slight marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and the sides of the fixation tab were broken. The sides were examined and body fluids were noted, due to the condition of the sides it could not determine the assignable cause. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.